Event description:
It was reported that balloon rupture occurred. A percutaneous coronary intervention was being performed on a 90% stenosed, severely calcified and moderately tortuous lesion. Following ablation with a rota, a 10mmx3.00mm wolverine cutting balloon was introduced. During inflation the balloon ruptured and the device was replaced to continue the procedure. There was no injury to the patient.